Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, it was reported that there were leaks in the infusion set site. The set was in use for two days. No further information available.